Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose displayed as high on the continuous glucose monitor (cgm). Cause was due to pump shutting down. Customer administered a correction bolus via the pump to address high bg. The customer continued to use the pump for insulin therapy.